Event description:
It was reported that following neurostimulator replacement, the patient initially had stimulation on both sides post-op. Then the patient experienced stimulation in the wrong location. There was no known accident or incident related to the change in stimulation. Reprogramming was unsuccessful. Ap x-rays were taken and revealed that the lead had migrated to the left of midline. The patient underwent a lead revision to center the lead. Following revision, the patient received bilateral stimulation and was happy.